Event description:
It was reported that the right ventricular (rv) lead exhibited possible dislodgement, prompting an inspection visit. Upon evaluation, the lead tip was confirmed to have migrated from the septum to the apex of the heart, necessitating adjustment. This rv lead was repositioned, secured in a location that appeared to offer good fixation, and remains in service. No additional adverse effects were reported in the patient.